Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the distal end of the essure coil on the left is seen adjacent to the left ovary') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). Essure treatment was not changed. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records :device dislocation and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the distal end of the essure coil on the left is seen adjacent to the left ovary') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). Essure treatment was not changed. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records :device dislocation and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.